Event description:
Pt crashed requiring reintubation chest compressions and suction. The oscillator would not start and pt had to be placed on conventinal vent until oscillator could be fixed. Problem turned out to be a broken line which was caused when pt was removed and tubing was bent. Once problem found line was replaced, pt placed back on oscillator.